Manufacturer narrative:
G4: 05mar2020 b4: (B)(6)2020. The manufacturer¿s international service technician evaluated the ventilator and confirmed the touchscreen failure. The service technician replaced the touchscreen and the problem was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 13may2020 b4: (B)(6)2020. The replaced touchscreen was returned for failure analysis. The touchscreen was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02mar2020.

Event description:
The customer reported that the touchscreen does not respond well and the settings occasionally have failed to be modified. There was no patient involvement.